Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned fully clip-deployed. Evaluation of the returned device found that the sheath was fully slit and the delivery tubeset was normally aligned. There was no damage to the sheath or delivery tubeset components as reported. The vessel locator wings were bent, but there was no entanglement between the sheath, locator wings, and delivery tubeset components at the distal end of the device as reported. Based on the investigation findings, the probable cause for the bent vessel locator wings is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip placement. This is consistent with the reported information that the device was deployed in a calcified artery. The instructions for use states: do not deploy the clip in areas of calcified plaque. The safety and effectiveness of the starclose vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. No manufacturing or quality deficiency was detected. A query of the complaint database for this lot revealed no other incidents with reported failure to achieve hemostasis when firing the clip and entanglement of the components at distal end of the device. Damaged locator wings failure is generally associated with tissue compaction due to challenging anatomical conditions. There does not appear to be any indication of a lot specific product quality deficiency. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an the common femoral artery after an interventional (pci) procedure. Reportedly, after step #3 (clip deployment), the starclose se device was retracted; however, the access site continued to bleed. Manual compression was applied to achieve hemostasis. The physician inspected the starclose se device once removed from the anatomy and found the distal section of the split sheath entangled with the locator wings and the metal section above the locator wings. The device was not broken or separated and the clip was confirmed to have been placed on the arterial wall but the puncture site was not completely closed. There were no reported adverse patient sequelae. No additional information was provided.